Event description:
Material no.: 515078 batch no.: 1901102 it was reported that during use of the bd phaseal¿ optima¿ infusion adapter (c100-o) the membrane had paclitaxel residue after transferring paclitaxel from a vial capped with an optima protector p20-0 into the infusion adapter c100-0 of an infusion bag. The following information was provided by the initial reporter: the infusion adapter c100-0 membrane had paclitaxel residue after transferring paclitaxel from a vial capped with an optima protector p20-0 into the infusion adapter c100-0 of an infusion bag with a n35-0 injector added to a luer-lok syringe.

Manufacturer narrative:
Investigation: one photo was provided to our team for investigation. Upon visually inspecting the photo, a drop is visible on the membrane surface. A device history review was performed for lot 1901102, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed on all lots. Testing was reviewed for infusion adapter lot 1901102, all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Each sample was connected to a sample injector and penetrated ten times, results were within required limits. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 515078 batch no.: 1901102. It was reported that during use of the bd phaseal¿ optima¿ infusion adapter (c100-o) the membrane had paclitaxel residue after transferring paclitaxel from a vial capped with an optima protector p20-0 into the infusion adapter c100-0 of an infusion bag. The following information was provided by the initial reporter: the infusion adapter c100-0 membrane had paclitaxel residue after transferring paclitaxel from a vial capped with an optima protector p20-0 into the infusion adapter c100-0 of an infusion bag with a n35-0 injector added to a luer-lok syringe.